Event description:
Information received by medtronic indicated that the insulin pump had not delivered correction bolus insulin. No additional consequences requiring medical intervention were reported. Troubleshooting was performed and advised the customer to enter bolus amounts manually. The customer will continue the use of the insulin pump on receipt and the replacement of the pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was returned due to customer allegation to pump under delivering anomaly. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly, motor, or force sensor. In further full review of the pump history on the event date of dec 21, 2022 bolus delivered of 0.225u at 01:16:00.000, 1.525u at 03:09:48.000, 0.1u at 04:00:37.000 , 0.05u at 05:15:35.000 , 0.075u at 06:00:27.000, 0.1u at 07:00:44.000, 0.15u at 08:00:25.000, 5.7u at 09:39:38.000, 0.175u at 10:00:29.000, 7.125u at 11:26:08.000, 0.15u at 20:35:37.000, 0.15u at 21:05:32.000, 0.175u at 22:05:33.000, 0.15u at 23:10:37.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and stained keypad overlay. In summary, customer allegation for pump under delivery not confirmed during full functional testing. Under delivery anomaly not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.